Event description:
The pt was implanted with two siltex low bleed gel devices on 6/24/97, subsequently it was noted that the prosthesis migrated from the original position and were removed on 12/16/97.